Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back and on his chest. The area was described as red itchy bumps that broke open and bled. The patient's nurse recommended the use of hydrocortisone cream. The patient's wife reported that the irritation had almost completely healed.